Manufacturer narrative:
(B)(4). Batch # p5509j. Device evaluation: the analysis results showed that the cs40g device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. The following information was requested, but unavailable: can you please clarify how much blood loss there was (mls)? How long was the procedure delayed (minutes/hours)? Was there any change in the post-operative care of the patient due to the event? If yes, please provide further detail of the change in care. What is the current patient status?

Event description:
It was reported that during a low anterior resection when surgeon closed the jaws, pushed the retaining pin and fired, the device cut only but no staples were deployed as they found no staples inside the cartridge. Scrub nurse commented "when fire the bullet, it's not coming out." There was blood loss and prolonged surgery time. The anastomosis was done end to end by suturing.

Manufacturer narrative:
(B)(4). Batch # p5509j. Device evaluation: the device was received removed from the primary package. The cartridge was visually inspected and there was potentially dried body fluids on the device. There were scrape marks and titanium deposits in the bottom of the pockets of the device from this investigation. This is consistent with staples being present in the device when the instrument was fired. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.